Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the device history record (DHR) was performed for this procedure and no related non-conformances were identified. A review of the event performed by an intuitive medical safety officer (mso) concluded that a patient of unknown age underwent an ion endoluminal biopsy. The procedure was completed without issue. In recovery, the patient died after suffering a code. No further information is available but it is likely procedure related given temporal association. There is insufficient information to determine a relationship to the devices, but there was no reported malfunction of the ion system, instruments or accessories. Attempts at obtaining further information have been unsuccessful. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019.

Event description:
It was reported that the patient underwent an uneventful ion endoluminal procedure. After the ion procedure, endobronchial ultrasound (ebus) was performed with a bronchoscope. The intuitive endoluminal territory associate was informed that the patient coded and expired while in post-procedure recovery. There were no reported intraprocedural ion system malfunctions/issues. Multiple attempts to obtain additional information have been unsuccessful.